Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an angioplasty procedure in the iliac vein, with a stent present, the pta balloon allegedly ruptured at 11 atm, on the first inflation attempt. The health care provider punctured the balloon percutaneously with a needle through the skin to deflate the balloon. There was allegedly retraction issues at the sheath. Balloon material detached, while retracting through the sheath. The detached material was removed without incident. Another pta balloon was used to successfully complete the procedure. There was no known impact or consequence to the patient.

Manufacturer narrative:
The device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. The device and one electronic photo were returned for evaluation. A visual inspection found the balloon fully detached from the catheter at the balloon weld locations. Evidence of material transfer was noted at both welds. Additionally, both marker bands were noted to be dislodged on the inner lumen. Therefore, the investigation is confirmed for the reported balloon detachment, and for dislodgment of the marker bands. However, the investigation is inconclusive for the reported balloon rupture and retraction issues, as the balloon was returned detached and was unable to be functionally tested. The marker bands likely dislodged as the balloon detached distally. A balloon rupture and detachment of the balloon could result in retraction issues through the sheath. However, the definitive root cause for the reported balloon rupture and retraction issue, or the identified balloon detachment could not be determined based on the available information. The review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. (B)(4).

Event description:
It was reported that during an angioplasty procedure in the iliac vein, with a stent present, the pta balloon allegedly ruptured at 11 atm, on the first inflation attempt. The health care provider punctured the balloon percutaneously with a needle through the skin to deflate the balloon. There was allegedly retraction issues at the sheath. Balloon material detached, while retracting through the sheath. The detached material was removed without incident. Another pta balloon was used to successfully complete the procedure. There was no known impact or consequence to the patient.